Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the leg on (B)(6) 2017. The patient lost consciousness when her finger stick (fs) blood glucose (bg) value dropped to 28 mg/dl. The cgm bg value was 67 mg/dl. Patient's father treated patient with glucagon. Patient did not need further treatment. Patient alleges that the lack of earlier treatment was due to the cgm inaccuracy. At the time of contact, patient is better. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.